Event description:
A malfunction alarm, identified as malf 12 with fault ID 0x2071, was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction did not recur afterwards. The customer was advised to continue using the pump and to contact support again if any issues arise.